Event description:
It was reported that the valve leaked prior to implantation.

Manufacturer narrative:
The returned valve was patent. It was within specifications for all pressure-flow and preimplantation tests. The valve did not pass reflux testing. Debris within the valve may interfere with valve mechanism resulting in reflux. The valve leaked from several tears on the side of the reservoir. The instructions for use that accompanies the valves caution that care should taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.